Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) was returned for investigation (image 1-3). The reported unknown implant was not returned and with not identified. Visual evaluation of the as returned product identified significant signs of wear from use, and fracturing of the screw at the threaded portion. No pre-existing conditions were noted on the per. The reported product was located on tooth # 30 (universal) and used for an unknown period of time. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has returned an x-ray of the implant and screw within the surgical site (x-ray 1). No signs of fracture or further damage could be verified from this image. Appropriate documentation was reviewed. DHR review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction has occurred and the reported event, as it relates to the returned screw, was confirmed. The following sections have been updated: h3: changed "no" to "yes."

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier not provided. Patient age not provided. Patient gender not provided. Patient weight not provided. Event date not provided. Lot number not provided.

Event description:
It was reported that an iunihg screw broke inside of the patient's implant. Patient will return for new screw replacement at a later date. Tooth number not provided.